Event description:
It was reported intermittent malfunction alarms occurred. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.